Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a concomitant procedure to treat atrial fibrillation using ablation and to implant a left atrial appendage device the patient developed cardiac tamponade. A farawave pfa catheter was used to perform pulse field ablation (pfa) ablations during the procedure. Approximately twenty minutes after the procedure had been completed tamponade was identified while the patient was in the recovery room. Pericardiocentesis was performed and the patient was then moved to an operating room for surgery. A perforation inferior to the left inferior pulmonary vein (lipv) was found during the surgery. They were given blood and admitted to the hospital following the surgery for recovery. They were subsequently discharged from the hospital and expected to make a full recovery.